Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found. There was no indication of device malfunction.

Event description:
It was reported to nevro that the physician observed that the wound was not healing at the anchor site. There was no report of infection however the patient was given antibiotics prophylactically since the wound was healing slowly. Follow up report indicated that the patient was admitted to the hospital. The physician performed debridement and washout of the wound anchor site. The device was not explanted. The patient recovered well from the procedure and is currently receiving good pain relief.